Event description:
A surgeon in italy reported that while attempting to use a lumenis versacut+ tissue morcellator, the hand piece presented, "problems of morcellation", during a holep procedure.

Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information concerning the event report. A local lumenis sales representative also contacted the initial reporter to obtain further information. The subject device was returned to the manufacturing site for testing and examination. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the hand piece wiring was incorrectly routed adjacent to the motor resulting in an electrical short of the motor. The wiring fault is the determined root-cause of the customer's complaint. The hospital was provided a replacement unit as a corrective measure. This medical device report is being filed since the report of subject device handpiece performance issues are similar to issues reported in event report 3004135191-2015-00026.